Event description:
It was reported that during a lung lobectomy procedure, the stapler sutured properly, but it did not cut. Finished the case by opening a new stapler. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was received in good visual condition and with a cartridge loaded in the instrument. The cartridge was received fully fired and with the spring lock out damaged. While performing the analysis, it was noted that the instrument had the knife missing and a wedge band was in its place. That is, three wedge bands were found in the instrument. The instrument was tested for funtionality and it fired and formed all the staples as intended. However, it did not cut, due to the wedge band assembly instead of the knife. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.